Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical discectomy with fusion (acdf) surgical procedure, it was observed that the motor device paused during use and did not sound right. It was not reported if there was a delay due to the event. It was reported that an unspecified spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had low power due to a pin pushed back in the connector which is indicative of causing intermittent operation. The issue with the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. The assignable root cause was due to component damage caused by user error / abuse and possibly misuse. It was further determined that there was corrosion throughout the device from normal wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.